Event description:
No direct harm to patient: near miss. While intubating the patient, the top section of the imris/MRI or table detached from the main table causing the patient to fall and hit the floor. The patient was immediately taken to receive and MRI to determine if any harm was sustained during the incident. It was determined no harm was sustained during the fall. The room was shut down until further investigation. (B)(4) worked with the (B)(4) during the investigation. Upon further investigation it was determined there were no hardware defects with the table that caused the incident. In this situation, it was determined the top table section was only partially engaged in the latching mechanism. Although there was no direct harm to the patient, (B)(4) believes there is an opportunity to improve the design of the table to avoid similar incidents like this in the future. The current design: the top table section latches to the main table using only gravity and torque to secure the section. There is no other secure-locking mechanism that prevents the table from being dislodged if force is applied in the opposite direction.